Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a clear fluid leak occurred during a routine hemodialysis treatment. Rinseback was not performed. The operator reported a blood loss of 300cc. The pt's routine epogen dose was increased. No further medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide when a leak is observed. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections. Faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Facility staff is aware of the event.